Manufacturer narrative:
This is one of four reports submitted for the same event. Please reference MFR report #: 9616099-2021-05109, 9616099-2021-05110, 9616099-2021-05111. This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6. Complaint conclusion: as reported in the literature article by stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6. Advance online publication. Https://doi.org/10.1016/j.avsg.2021.07.018, approximately one year after implantation, the patient developed an endoleak type ii that resolved spontaneously. Approximately fifty seven months after implantation of an unknown incraft aaa device, one patient developed a type I endoleak, which required placement of a proximal cuff and unknown stent placement. Consequently, eight months after the repair for the endoleak type I, the patient expired due to rupture of the type I endoleak. The products were not returned for analysis. A product history record (phr) review of lot 17677707 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿thrombosis in device¿ and ¿stent-graft endoleak type ii¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. Anticoagulation does not appear to have been administered due to the operators policy of not anticoagulating during procedures with actual or potential aortic rupture. Neither the phrs nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. According to the safety information in the instructions for use ¿systemic anticoagulation should be administered during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered. Potential adverse events and potential device risks include, but are not limited to: endoleak; arterial or venous thrombosis. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This is one of four reports submitted for the same event. Please reference MFR report #: 9616099-2021-05109, 9616099-2021-05110, and 9616099-2021-05111. Additional information is pending and will be submitted within 30 days upon receipt. This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6.

Event description:
As reported in the literature article by stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6. Advance online publication. Https://doi.org/10.1016/j.avsg.2021.07.018, after implantation of an aortic bifurcate 34mm incraft aaa stent graft system, one patient developed acute thrombosis of the device main body and both iliac limbs requiring transfemoral thrombectomy. No heparin was given initially per routine. The patient did not have a known history of dvt or clotting disorders. Approximately one year after implantation, the patient developed type ii endoleak that resolved spontaneously. The device will not be returned for evaluation.